Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, the octrode lead showed a cam impression mark on lead body and passed functional testing. Setscrew marks were present on last terminal end contact, which indicated the lead was secured. No root cause was identified for the reported event."

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-17506. It was reported that the patient was experiencing ineffective therapy due to lead migration. As a result, a surgical intervention occurred wherein the lead and anchor were explanted and replaced to address the issue.